Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their controller exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the system controller was not determined. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. Multiple attempts were made to obtain additional information from the customer regarding the event, including the reason for the controller exchange, however no responses were received. The root cause of the reported event was unable to be determined through this analysis. The serial number of the system controller was not provided. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.